Event description:
On (B)(6) 2012 the patient contacted animas alleging that she went to change the battery on (B)(6) 2012 and noted that the battery compartment was hot. The patient denied damage to the battery cap or compartment but noted that the battery had corroded inside the battery compartment. There was no reported harm or injury due to the alleged temperature issue. This complaint is being reported because the alleged temperature issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery was not returned with the pump for investigation. There was visible corrosion observed inside the battery compartment. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. A case seal leak was found during testing. The pump was opened and moisture damage was observed on the pcb.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.